Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 0036550, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
One 0036550 was received in unopened original packaging the reported catalog and lot numbers were verified. Visual inspection was unable to find any abnormalities or defects. Dye leak testing of the device packaging was unable to find any breach of the sterile barrier. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding 27 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). It is standard medical procedure to inspect and test all devices prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.